Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode and had a knot on their head. The clinic directed the patient to complete a remote interrogation. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service without complication. This investigation will be updated should further information be provided.